Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing.